Event description:
Product with discolored anti-fogging agent, orange/brown solution, clear. Clearify warming unit in use when discolored solution identified. Removed from the field. FDA safety report ID# (B)(4).